Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: dec 17, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device reveal a stress mark on the side of the cartridge tip leading to a deformed cartridge tip. Ovd was observed inside the cartridge. No damage to the lens module or handpiece was observed. The lens was visually inspected revealing that the lens was cut in half and there was damage on the edge of the lens. No further issues were identified. The complaint issue cosmetic issues was not identified during photo and product evaluation. The observed lens damaged is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a haptic scratch. There was no patient involvement. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: not applicable as the intraocular lens was not implanted. Section d6b: if explanted; give date: not applicable as the intraocular lens was not implanted. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to gather the information but no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.